Event description:
A tandem mobi cartridge alarm was reported by the caller, triggered due to exposure to external magnets, specifically magsafe magnets found in iphones. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller successfully reloaded the cartridge and resumed insulin therapy, resolving the issue before contacting support.